Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient suffered a stroke which led to his death. Additional information was provided which states that the patient was found at home with both batteries disconnected. The cause of death is unknown and it is not known if an autopsy would be performed. The device will be returned for evaluation. The medical team does not believe the even is related to the system. No additional information was provided.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device passed dimensional verification. Visual examination revealed mild abrasions on the lower housing ceramic surface and inferior surface of the impeller. Functional testing revealed a power shift condition with a maximum power attained by the shift of 2.18 w. This power shift condition was not present at the time of pump release and considering that the returned device passed power consumption requirements, this deviation was likely introduced during use and could be associated with the abrasion marks noted on the impeller's surface. The abrasion marks may cause a slight imbalance of the impeller thus leading to a temporary increase in power consumption or power shift. Log file analysis revealed normal power consumption and no alarms logged for the past 14 days until (B)(6) 2016. Of note, the medical staff did not believe that the death was related to the device. Based on the investigation conducted, there is no evidence of any malfunction that could have prevented the pump from functioning as intended. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.